Event description:
Unable to push covidien super look fiducial marker through covidien super dimension marker delivery kit device during navigational bronchoscopy. Device removed from bronchoscope and still unable to push fiducial through marker delivery device. New "like" devices (super lock marker and marker delivery device) used to place fiducial without problems. Covidien rep, (B)(6), present throughout procedure.